Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed which determined that the device passed all pretest assessments and no failure was identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI:(B)(4). Correction: device availability: concomitant medical products: the device availability date was incorrect in the initial report. The date has been updated from 5/22/2019 to 5/28/2019. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 4/16/2015. MFR site and report source: the manufacturer location was unknown in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location is currently not available. The reporter¿s complete address was not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during a total knee arthroplasty (tka) surgical procedure, it was discovered that the battery reamer/drill device did not rotate forward; however, it rotated in reverse when the surgeon attempted to use it. It was further reported that when the device was rotated forward, it functioned on and off. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. It was reported that the surgery was completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.